Event description:
Patient presented with a left arm fistula. The gore® viabahn® endoprosthesis was advanced over a .035 cook stiff glidewire. Reportedly, the gore® viabahn® endoprosthesis was deployed about 3cm when the deployment line got hung up on itself. The physician performed a cut down to the fistula and the affected gore® viabahn® endoprosthesis was removed. Another gore® viabahn® endoprosthesis was placed to complete the procedure.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. Based on the device examination performed, no manufacturing anomalies were identified.